Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The front frame was returned for evaluation, and subsequent testing verified the complaint. The front/top frame was broken from the front tube. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Weld broke on left side.